Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation the definitive root cause of the reported issue could not be determined, since the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe exhibited blood inside the mini probe. The issue occurred during a therapeutic endobronchial ultrasound bronchoscopy (ebus), which was completed with an olympus back-up device after a procedural delay under sedation (more than 30 minutes) to change the probe. There were no reports of patient harm.